Event description:
Information received notes that the patient was in ventricu- lar fibrillation and was defibrillated. After multiple shocks, the fibrillation broke, but the device was in vvi mode with dashes (---) for several parameters and could not be programmed. The patient was in cardiogenic shock and needed a/v pacing. After interrogation, ddd mode was present but the dashes remained. The physician elected to leave the system alone. The patient died several weeks later.